Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. DHR reviewed. A review of synthes device history records for mfg revealed no complaint related issues. Visual inspection of part revealed nicks, dings and flattened threads along thread. Unable to accurately verify thread with gage. There are deep indentations and scratches on 16.23 to 16.27mm diameter and flat section of part. Part also had indications of scratches, nicks, and dings on the 23.9mm diameter service. The 11.5 to 11.55mm inside diameter has deep spiral scratches and marks on the surface. Unk cause for visual damage. Based on DHR and eval complaint is indeterminate. The reported lot number is invalid. The lot numbers 6159723 and 6163805 were used for DHR review.

Event description:
It was reported that during a surgery the blade guide sleeve and wire guide jammed together. The devices are still jammed and cannot be removed from each other. Helical blade coupling screw was not able to thread into the helical blade due to a disruption to the threads. Add'l devices were taken from another instrument tray. This is 2 of 3 reports for the same event.